Event description:
It was reported, the video system center had no image. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information per customer response to b5, e2, e3, g2, and h4 and the legal manufacturer's final investigation results. Based on the results of the investigation, the presumed cause could not be identified since the actual device was not retuned. The root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. There was no procedural delay due to the malfunction and the procedure was completed using the same device. There were no reports of patient harm or injury.